Manufacturer narrative:
Blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to verify unexpected restart alarm or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got an unexpected restart alarm. They took the battery out and reinserted it but the insulin pump started to beep and vibrate. The customer also reported that they took the insulin pump into the pool. There was a crack on the screen. There is fluid under the display. The customer can see the screen but the buttons were not working. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.